Event description:
The site contacted berlin heart clinical affairs (ca) on (B)(6) 2015 via the clinical affairs hotline to report an incident that was experienced by the patient referenced above, who was originally implanted on (B)(6) 2015. Around 9pm on (B)(6) 2015 patient told nurse he had a bad headache. The nurse called the doctor and a stat head CT was ordered. The head CT revealed a large right frontal ischemic stroke. At the time there was no clinical manifestation of the incident. On (B)(6) 2015 a repeat CT scan revealed additional smaller infarcts in the right temporal, left cerebral and left basil ganglia. Anticoagulation has been withheld since (B)(6) 2015 but anti-platelets have been continued. Another CT scan on (B)(6) 2015 revealed that the right frontal infarct had converted to a 4 mm hemorrhagic stroke. The patient was intubated and sedated following the initial CT results. The patient appeared to be mostly paralyzed on the left side with spastic movement of upper and lower left extremities. Patient appeared to follow commands but the evaluation was incomplete as sedation is still being weaned. Repeat CT scan on (B)(6) 2015 showed no progression of bleed but a few small additional infarcts. Plan was to withhold anticoagulation for another 24 hours and then initiate heparin. Withheld anticoagulation since (B)(6) 2015. Continues to be therapeutic on aspirin and dipyridamole. Intubated and sedated, with sedation being weaned on (B)(6) 2015. The pump performed as intended. 90% fill 100% ejection. Few punctate deposits were reported at the time of the initial stroke. Pump was changed prophylactically on (B)(6) 2015, prior to hemorrhagic conversion and identification of a few additional small infarcts on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The patient had a history of complex congenital (hlhs) diagnosis with previous cardiac surgical interventions (fontan). The vad was implanted on (B)(6) 2015. The patient had an initial ischemic cva on (B)(6) 2015 followed by a hemorrhagic bleeding cva in the same region on (B)(6) 2016. Multiple other small infarcts occurred as well on (B)(6) 2015. By (B)(6) 2015 the area of the original infarct developed into a cyst and liguified. The pump performed as intended. 90% fill 100% ejection. Few punctate deposits were reported at the time of the initial stroke. The pump was changed prophylactically on (B)(6) 2015, prior to hemorrhagic conversion and identification of a few additional small infarcts on (B)(6) 2015. After long discussion between the parent and physicians the parents made the decision to withdraw support. The patient died on (B)(6) 2015 after 51 days of support after device support was discontinued.